Event description:
Dead battery. Date of implant (B)(6) 2020. Gen change was today. Dr (B)(6) said the family was happy with therapy. Settings are high and recommended lowering. Dr (B)(6) wanted the same settings. The generator will be returned for evaluation.